Event description:
Reporter indicated that the programming system has given a "sql" error message. Soft reset, hard reset, removing and reinserting the flashcard were all done to resolve the problem. A new handheld has been provided to the site. Non working handheld was obtained by MFR for prod analysis; however, that analysis is not yet complete.